Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed against the vessel wall. Device issue: stent dislodgement. It was reported that a kissing balloon technique was being done in circumflex artery. The stent delivery system (sds) was seen being advanced to the lesion. However, there was difficulty crossing the lesion. The distal end of the stent became damaged and the stent dislodged. A balloon catheter was used to try to capture and reposition the dislodged stent. The dislodged stent was eventually compressed against the vessel wall of the proximal circumflex. No add'l event or pt info is available.